Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 9/8/2010 and was last repaired on 7/10/2013 for worn gears. Evaluation of the device observed worn gears, as excessive galling of the gear teeth of the roller gear and both cutter gears. It was also observed that there was damage to the comb, roller gear and roller, ratchet gear, side plates and right hinge. Prior to repair, a test mesh and calibration check could not be performed due to the damaged gears and comb. Customer returned two cutters for evaluation and both had excessively galled gear teeth. The gear and bushings were replaced on both cutters, but both cutters failed cutter evaluation and were returned to the customer as non-repairable. It is noted that the customer is a cadaver tissue bank which experiences heavy usage of devices. During the previous repair, both cutters failed cutter evaluation and were deemed non-repairable. Improper handling and failure to replace damaged cutters most likely caused the damage to the roller and cutter gears. The device was serviced and returned to the customer.

Event description:
It was reported that the gears were damaged on the zimmer skin graft mesher. During device evaluation, it was observed that the device had a bent comb. The facility reporting the event is a cadaver tissue bank. As such, there was no report of patient injury.